Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufacturing date 2018.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the insulin pump, lost sensor alarm, change sensor/bad sensor alert. The customer reported hyperglycemia, treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: the event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884, mmt-332a, mmt-7040a, mmt-242a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported a loss of communication between the transmitter and the pump. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-242a.